Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray was performed where no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported oversensing and pacing inhibition.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
This device has been returned and is in the process of analysis.

Event description:
It was reported that this right ventricular (rv) lead ovesensed myopotential movements, which resulted in pacing inhibition. No asystole was reported. Subsequently, this right ventricular (rv) lead was explanted and replaced successfully. This lead is expected to be returned. No additional adverse patient effects were reported.